Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, upon interrogation an error message on the device was noted. Upon further review of the session logs, technical support concluded there was an alert for short circuit output damage (sosd) possibly due to electromagnetic interference (emi). There was also an alert for low high voltage (hv) impednace. A software download was performed to resolve the alerts. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-32812.